Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated the cause of the poor communication with the personal therapy manager (ptm) was unknown. The patient¿s weight at the time of the event was also unknown. The cause of the pump flipping was the patient stated that she lost 20 pounds. As far as resolution for the event, it was noted the flipping pump was secured with surgery. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Other applicable components are: product ID 8835 lot# serial# (B)(4): product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the consumer regarding a patient¿s implanted pump system. The pump was used to deliver bupivacaine (10 mg/ml at 1.998-2.65 mg/day) and dilaudid (15 mg/ml at 2.998-3.9 mg/day). The pump had previously been used to deliver bupivacaine (10 mg/ml at 1.998-2.65 mg/day) and dilaudid (15 mg/ml at 2.998-3.99 mg/day).the patient¿s indication for use was spinal pain. The patient¿s medical history includes a diagnosis of fibromyalgia ((B)(6)), post herpetic pain syndrome in her sciatic nerve due to shingles and was in the hospital and no one noticed ((B)(6)), right knee replacement ((B)(6)), memory issues due to beginning stages of alzheimers condition ((B)(6)), the patient had lost 40 lbs ((B)(6) 2016), and diagnosed with rsd right sympathetic dystrophy (crps) and had a lot of falls and has nerve damage due to this condition and falls ((B)(6) 2017). On (B)(6) 2017 the consumer reported seeing the poor communication screen on their personal therapy manager (ptm) and had been having issues throughout 2017. It was noted that the patient¿s pain had increased due to the inability to use their ptm. Troubleshooting as a result of the poor communication was attempting communication with the antenna. While on the call with patient services communication without the antenna was attempted. The ptm did not work with or without the antenna. No out of box issue was reported. It was also reported that several weeks ago the patient¿s pump started flipping. It was noted that the patient can feel it flipping and is going to have surgery in a couple of weeks to reposition the pump and resolve the issue.